Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a290, serial/lot #: (B)(4), ubd: 04-dec-2022, UDI#: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 30-sep-2023, UDI#: (B)(4). Phone number (B)(6). Codes belong to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative reporting an issue occurred during trial implant. When the lead kit (lot # va22v52011) was opened, there were only 2 green cap stylets. The other 2 stylets were missing. The procedure ended using the stylets with green caps. Once the lead (lot # va1wn8q034) was implanted and connected to the external neurostimulator (ens), the clinician programmer interrogation showed that the impedances were in the correct range. After a while, at a second interrogation the impedances were all out of range, over 20,000 ohms. The physician tried to clean the connections but the problem still occurred. Than tried to use another ens but impedances remained high. Finally it was decided to use another lead kit and the problem was solved. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed no anomaly. If information is provided in the future, a supplemental report will be issued.